Event description:
Per the audiologist, the patient experiences significant facial nerve stimulation (fns) with cochlear implant use. Results of an integrity test done in 2007, were consistent with normal receiver/stimulator function. The patient's sound processor program was changed so that the fns was eliminated. However, the patient's auditory performance decreased. Explantation/reimplantation surgery is planned but had not been scheduled at the time of this report.

Manufacturer narrative:
.